Event description:
End user, who has worn appliance for 9 days, reports that upon initial application, she felt a discomfort located at the right lower quadrant under wafer's mass and tape border. It is stated that no other areas appear to have an issue.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) It is reported that end-user was instructed to change the appliance and assess skin for wrinkles. It was discussed that when applying allkare protective barrier wipes to ensure that product has dried on skin. Lastly, end-user was advised to perform a skin-stretch test to the abdomen to assess for wrinkles, before product application. No additional event/patient details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow report will be submitted. Reported to the FDA on (B)(6) 2013.